Event description:
It was reported that the physician elected to reopen the pocket for cleaning and review. During the procedure, it was noted that the atrial lead was dislodged. The lead was successfully repositioned. The patients medical condition was good. No additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.